Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having battery issues with the insulin pump. They had tried multiple batteries and it was not working. The customer's most recent blood glucose level was 113 mg/dl. The customer reported via phone call that they received a battery failed alarm. The customer did not know if they had cleared the alarm. Troubleshooting was performed and the insulin pump had worked but then they received a battery out limit and failed battery test alert. The customer could not see whether the battery compartment or spring was damaged. It was noted that it was greyish on top of the steel. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump monitored for several days. The device was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.